Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487- 2017-00415. It was reported the patient never had effective stimulation. During the patient¿s ipg replacement procedure (reference MFR 1627487-2015-08179) the physician noted the lead tail in port 1-8 was pulled out of the header and the connection was loose on both lead tails. The lead tails were connected to the new ipg which resolved the issue.